Manufacturer narrative:
D3.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer's pump case fell while customer was running, causing infusion sets to be pulled out. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy.